Event description:
Nurses reported when they attach a syringe to the cap, the syringe is unscrewing itself and the medication or flush solution is then leaking out. There was no pt or user harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.